Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valves (thv) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (such as stage iii chronic kidney disease) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years, 2 months, and 9 days post transcatheter pulmonic valve replacement (tpvr) procedure with a 29 mm sapien 3 valve, the patient underwent a valve-in-valve tpvr procedure with a 26 mm sapien 3 ultra resilia valve due to stenosis and a gradient of 62 mmhg across the 29 mm sapien 3 valve. A 26 mm non-edwards balloon was used to dilate the 29 mm sapien 3 valve. The 26 mm sapien 3 ultra resilia valve was then implanted successfully with an additional 2 cc of volume. The patient's coronaries were checked prior to and after deployment of the 26 mm sapien 3 ultra resilia valve. There were no issues during the procedure and the patient is in recovery. Medical records were received for evaluation. According to the medical records received, the patient had been admitted multiple times over the course of two days for complaints of abdominal pain/dyspnea. A workup noted community acquired pneumonia and suspicion for decompensated heart failure. The patient was started on antibiotics and given lasix. An echocardiogram performed approximately 7 years, 1 month, and 22 days post tpvr procedure noted an ejection fraction (ef) of 80% with an intraventricular gradient present and volume overload on the right ventricle. The peak gradient across the tricuspid valve was 80 mmhg. The patient's respiratory status continued to decline and the patient was intubated approximately 4 days after admission. Additionally, the patient weight went from 88.5 kg to 98.5 kg in 4 days. The patient was diagnosed with severe pulmonic valve stenosis and acute on chronic hypoxemic respiratory failure. An echocardiogram showed moderate pulmonary stenosis with a mean gradient of 81 mmhg and severe prosthetic regurgitation.